Event description:
An intraocular lens was implanted in pt's right eye. The implant broke. The implant was removed. Another intraocular lens was implanted successfully in the pt's right eye to complete the surgery. (The eye microscope was utilized throughout the case).